Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual device evaluation: "visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observations: red particles on the surface of the shell, deformation." The event of capsular contracture, baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side reporting a fibrous capsular contracture baker grade iii/IV with discomfort, discovered during clinical examination. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture : unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ crease fold observed on the device. ¿ voids observed on the gel. ¿ brown particles observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side reporting a fibrous capsular contracture baker grade iii/IV with discomfort, discovered during clinical examination. Device has been explanted and replaced.